Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500ml eva bags for automix were leaking. It was further reported that the leaks were tiny which resulted in bag contamination. This was identified during a process simulation. There was no patient involvement. No additional information is available.